Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volux¿ in c6. Approximately a little over two weeks later, patient was injected with juvéderm® volux¿ in marionette, angomandibular, jw1, jw4, c6. Approximately a month and a half later, patient developed swelling, oedema and nodules with abscesses in the chin and jaw area (marionette, angomandibular, jw1, jw4, c6). Tests carried out in relation with this incident noted as ultrasound. Patient was treated with bentelan, augmentin 1g, twice daily for 15 days and medrol 16 for 5 days. Patient was prescribed ciproxin 500 (2 pills each day for 15 days), flomen 500 (2 pills each day). Patient was also treated with hyaluronidase. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00670 (allergan complaint #(B)(4). This MDR is being submitted for the first suspect product, juvéderm® volux¿.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volux¿ in c6. Approximately a little over two weeks later, patient was injected with juvéderm® volux¿ in marionette, angomandibular, jw1, jw4, c6. Approximately a month and a half later, patient developed swelling, oedema and nodules with abscesses in the chin and jaw area (marionette, angomandibular, jw1, jw4, c6). Tests carried out in relation with this incident noted as ultrasound. Patient was treated with bentelan, augmentin 1g, twice daily for 15 days and medrol 16 for 5 days. Patient was prescribed ciproxin 500 (2 pills each day for 15 days), flomen 500 (2 pills each day). Patient was also treated with hyaluronidase. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00670 (allergan complaint #pr 2619486). This MDR is being submitted for the first suspect product, juvéderm® volux¿.